Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer declined correcting the time and resumed insulin therapy. Additionally, it was reported that a resume pump alarm was received when insulin deliveries had not been stopped. It was also reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm resume pump issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill settings and control iq issues could not be verified. The information will be used for tracking and trending purposes.